Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes plugs are blocking the needles. The following information was provided by the initial reporter: "the laboratory uses these tubes on two stago starmax machines. With this batch 12814250, they have problems with these machines, pieces of plugs are blocking the needles.¿

Manufacturer narrative:
Medical device expiration date: unknown. Lot # : batch 1288450 does not exist for 363048. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed: first 3 photographs show blood on the stopper. Another 2 photographs show stopper parts sticking to the instrument part. 10 retained samples were drawn with water, no stopper coring was observed in the tube during the exercise. No changes were made for the stopper. No stopper issues were seen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is unable to confirm this issue as a bd product defect. No recent changes have been made to the stopper or cap and all samples tested were within specifications. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes plugs are blocking the needles. The following information was provided by the initial reporter: "the laboratory uses these tubes on two stago starmax machines. With this batch 12814250, they have problems with these machines, pieces of plugs are blocking the needles."